Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Upon testing, physio also observed that the device failed to deliver defibrillation energy as well. Physio replaced the cable assembly that connects the power pcb and system pcb assemblies. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further tested the removed cable assembly and determined that the cable assembly was from a different physio device, which caused the reported failure.

Event description:
The customer reported that during an event where the pt was having a brain aneurysm, the ems crew attached the defibrillation electrodes as part of their procedure and the device only showed dashed lines. Despite the pt's skin being dry, the device would not recognize the pt connection. A backup device arrived after an unk delay and recognized the pt connection using the same defibrillation electrodes. There was no indication that defibrillation therapy was needed based on the pt's condition. The pt did not suffer any adverse effects from the reported failure.